Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Signs of use in the form of biological material was observed on the extension lines. Visual inspection revealed both the distal and proximal extension lines contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. It appeared that the catheter body had been intentionally cut and the distal section was not returned. The catheter body length measured 8.6875", which is not within the specifications of 15.625"-16.125" per the catheter product drawing since the catheter had been cut. This indicated that at least 6.9375" of the catheter was not returned. The distal extension line outer diameter measured 0.09610", which is within the specifications of 0.093"-0.097" per extension line product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per extension line product drawing. This indicates that the wall thickness measured within specifications. The proximal extension line outer diameter measured 0.09685", which is within the specifications of 0.093"-0.097" per extension line product drawing. The proximal extension line ID measured 0.058", which is within the specifications of 0.055"-0.059" per extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in both the distal and proximal line when flushed. A manual tug test confirmed both the distal and proximal extension lines were secure to their luer hub. A device history record review was performed, and no relevant findings were identified. The (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal and proximal extension lines adjacent to their luer hubs. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on 29sept2022, the luer-hub (red) was leaking after use for about 50 days and discontinued using it. In the same situation it happened on the luer-hub (white) after 61 days, and it was removed in its entirety. It was changed to a new set. No patient harm was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the luer-hub (red) was leaking after use for about 50 days and discontinued using it. In the same situation it happened on the luer-hub (white) after 61 days, and it was removed in its entirety. It was changed to a new set. No patient harm was reported. The current patient's condition was reported as fine.